Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there were issues following implant and "they re-did the pocket". The complete implantable pulse generator (ipg) system remained in use. No patient complications have been reported as a result of this event.